Manufacturer narrative:
A service engineer has been on site and completed the investigation. Troubleshooting showed that the reported compressor failure was caused by a detective air gas module in the ventilator that was connected to the compressor. The air gas module was replaced and the reported ventilator was put back in service. Replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that during pt treatment a compressor connected to a ventilator generated low pressure alarm. Both compressor and ventilator were replaced and there was no pt harm. (B)(4).